Event description:
It was reported that the pt has post-operative vocal cord paralysis. Attempts for additional info have been unsuccessful to date.

Event description:
Additional information was received from the surgeon. The vocal cord paralysis was initially identified as the patient had hoarseness. The paralysis is believed to be related to vns surgery, and is not occurring with stimulation. The left vocal cord is paralyzed. The patient is being seen by and ent and is continuing speech therapy. The patient does not have a history of vocal cord paralysis prior to vns, however the patient does have a history of dysphonia following a previous stroke. Per the ent evaluation the vocal cord is at 60%. The ent has recommended a swallow study.

Manufacturer narrative:
Relevant tests/laboratory data, including dates, corrected data: follow-up report #01 inadvertently did not include the provided diagnostics and programmed settings for the patient on the day of implant.